Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and the battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed two and a half years remaining longevity a year ago. During the recent device check, the device showed 5 months to explant. The power consumption was 101percent of nominal pacing output and percentages. Boston scientific technical services (ts) offered analysis but clinician stated that it was not necessary. As of this time, the device remains in service. No adverse patient effects reported. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed two and a half years remaining longevity a year ago. During the recent device check, the device showed 5 months to explant. The power consumption was 101 percent of nominal pacing output and percentages. Boston scientific technical services (ts) offered analysis but clinician stated that it was not necessary. As of this time, the device remains in service. No adverse patient effects reported.